Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set hub separates from the device retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: "the device exploded en depression the push button. The needle got exposed. The device was discarded."

Manufacturer narrative:
H.6. Investigation summary : bd received a photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for front and rear barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 982194. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set hub separates from the device retraction issue - does not retract (button will not engage) . The following information was provided by the initial reporter: "the device exploded en depression the push button. The needle got exposed. The device was discarded."